Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, intratio: 7.2, lab: 2.7, retest inratio: 3.2. Pt's target therapeutic range is 2.0-3.0. Lab test was done within an hour of the initial meter result. The second meter result was done 2 hours after the lab.